Event description:
Device issue: partial deployment. Time of device issue: during the procedure. Adverse event: thrombosis. Onset of adverse event: two days post procedure. It was reported that the procedure was to treat in-stent restenosis of previously placed (unk type) stent. After treatment with a cutter, three promus stents were placed, one overlapping another in the following order: 2.5x28, 3.0x23, and a 3.5x23 promus. All three stents were post-dilated. Two days later, the pt returned to the cath lab experiencing chest pain and st elevation. Angiography revealed that one of the promus stents did not fully expand where the stents met, and that the rca was completely occluded at the mid-level under the deployed promus 3.0x23 as a clot was present. The rca was heavily calcified; however, predilatation was able to be performed. An attempt was then made to use a cutting balloon; however, the cutting balloon would not cross. Add'l predilatation was performed; however, the cutting balloon still would not cross. The decision was made to stop the case. The pt is good, with no complications reported. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.